Manufacturer narrative:
Other, other text: additional information received via email on 19-oct-2020 that there was no patient involvement.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy (-7.60%). No adverse effects were reported.